Manufacturer narrative:
(B)(4)

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6)2024. On (B)(6)2024, around 11:00am, the patient experienced excessive bleeding. She called her granddaughter for help. The patient used two paper towels to try to stop the bleeding. They called the patient¿s diabetic doctor for assistance, and the doctor advised them to bring the patient to the hospital. The patient was taken to the emergency department by the granddaughter where medical intervention was applied to stop the bleeding. However, no information was reportedly available regarding the specific medical interventions used. They stayed in the hospital for 6 to 7 hours, and the bleeding lasted for approximately 3 hours. The patient was discharged and was feeling okay. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.